Event description:
As reported: "sales branch provided primary and revision usage sheets outlining a patient being converted from a gamma long nail to a left tha including a restoration modular stem construct. A note on the revision usage sheet appears to say "revised (possibly removed or removal) gamma long (nail)." Additional information received from sales rep. "Patient's bone collapsed. The nail stayed in place as the bone failed."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event, patient¿s medical records as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on available patient¿s data and past complaint history the most likely cause of collapse of bone may be a delayed union and weakened bone integrity, given the age and bmi of the patient. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "sales branch provided primary and revision usage sheets outlining a patient being converted from a gamma long nail to a left tha including a restoration modular stem construct. A note on the revision usage sheet appears to say "revised (possibly removed or removal) gamma long (nail)." Additional information received from sales rep. "Patient's bone collapsed. The nail stayed in place as the bone failed."